Event description:
The patient underwent initial implantation of the rns system on (B)(6) 2025. Post operatively, the patient experienced an intraparenchymal hemorrhage at the entry site of the right hippocampal depth lead. The patient reported peripheral vision loss on the corresponding side. No surgical intervention was performed; however, the patient was admitted to the intensive care unit. Treatment included administration of nayzilam for focal impaired seizures on the day of the hemorrhage ((B)(6)), along with corticosteroids. The patient remained hospitalized for two days. The hemorrhage is suspected to be associated with a deviation from the planned trajectory, potentially due to inaccuracy of the neuromate robotic system .

Manufacturer narrative:
(B)(4) the rns neurostimulator and leads remain implanted and programmed for use.

Event description:
Additional information: the neurosurgeon confirmed this was an adverse event, but one that he did not attribute to the neuromate robotic system nor the rns device. Original report: the patient underwent initial implantation of the rns system on (B)(6) 2025. Post operatively, the patient experienced an intraparenchymal hemorrhage at the entry site of the right hippocampal depth lead. The patient reported peripheral vision loss on the corresponding side. No surgical intervention was performed; however, the patient was admitted to the intensive care unit. Treatment included administration of nayzilam for focal impaired seizures on the day of the hemorrhage ((B)(6)), along with corticosteroids. The patient remained hospitalized for two days. The hemorrhage is suspected to be associated with a deviation from the planned trajectory, potentially due to inaccuracy of the neuromate robotic system.

Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.